Event description:
Customer complains blood leak during treatment. The dialysate compartment was filled with blood. The pt suffered a blood loss less than 200ml. No available additional info if there was medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.